Manufacturer narrative:
H10: the customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device has no power and believes it is a power management (pm) board failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and verified that there was an error code 1117 ac - 3.3 v supply going into the power supply and no volts coming out of the power supply and going to the pm printed circuit board assembly (pcba). The rse recommended replacing the power supply.